Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had insulin pump error on a self test and no delivery alarm. Customer blood glucose was unknown. The insulin pump will not be return for analysis.